Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("abnormal bleeding") and adnexal torsion ("adnexal torsion") in an adult female patient who had essure (batch no. 623215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart murmur, anemia, varicose vein, ectopic pregnancy in 2008, cholelithiasis, multigravida, parity 2, abortion, gravida ii and anemia. No other medical problems. Previously administered products included for birth control: nuvaring; for an unreported indication: nuvaring. Concurrent conditions included pelvic adhesions, amenorrhea, dysfunctional uterine bleeding, tonsillectomy, cholecystectomy, amenorrhea and hypertension. Concomitant products included nsaid's since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced adnexal torsion (seriousness criterion medically significant), amenorrhoea ("amenorrhea"), ovarian cyst ("ovarian cysts"), pelvic adhesions ("pelvic adhesive disease"), investigation noncompliance ("patient did not undergone essure confirmation test"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, adnexal torsion, amenorrhoea, ovarian cyst, pelvic adhesions, vaginal haemorrhage, menorrhagia, investigation noncompliance, depression and anxiety outcome was unknown. The reporter considered adnexal torsion, amenorrhoea, anxiety, depression, device dislocation, genital haemorrhage, investigation noncompliance, menorrhagia, ovarian cyst, pelvic adhesions and vaginal haemorrhage to be related to essure. Diagnostic results: hsg to confirm occlusion prior to discontinuing her nuvaring. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2018: concomitant disease was added. Added events psychological or psychiatric problems condition: depression and mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.